Manufacturer narrative:
(B)(4): product ID 3889-28, lot# va0t44m, implanted: 2016-(B)(6), product type lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a lead revision on 2016-(B)(6). On that same date the patient was also not getting the results she originally had at implant. There was a return of symptoms. She had tried all programs and had increased programs 3 and 4. Program 1 and 2 were not hitting the right areas. It was noted that program 1 was in the rectum and 2 was in the tail bone. Further follow-up is being conducted to clarify the lead revision, to determine what actions or interventions were taken to resolve the return of symptoms, and if the cause was determined. If additional information is received, a follow-up report will be sent.